Event description:
Consumer stated that the lateral supports on his tdxs-mcg power chair are too tight and have allegedly opened a preexisting pressure ulcer. Injury and medical intervention alleged..